Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16277. It was reported that the patient presented in the hospital with endocarditis. There is no known allegation from a health professional that suggests the infection was related to the single chamber implantable cardioverter defibrillator system as the physician alleged the endocarditis was due to a spinal abscess. The physician explanted the infected device and infected right ventricular lead in order to clear the infection. The patient was in stable condition.